Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was unable to perform full drive system test due to prime alarm. The insulin pump had minor scratches on lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump was cracked. The customer's mother also stated there was a piece missing from the side of the insulin pump. The customer's mother was unsure how the damage had occurred. Customer's blood glucose was unknown. It was also found the customer's insulin pump stopped delivering insulin. The customer has reverted to manual injections. The customer was advised their insulin pump needed to be replaced. No additional information provided.